Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms on the system controller (serial number: (B)(6)) was confirmed via log file analysis. The reported event of the power cable connectors being stiff was unable to be confirmed as the system controller was not returned. Log files were submitted, and the data was reviewed. Between (B)(6) 2025, atypical power cable disconnect alarms were observed, due to the relative state of charge (rsoc) of the black power cable briefly fluctuating below the alarm threshold. The alarms resolved when the voltage returned to the expected voltage range. Pump operation was not affected by the atypical power cable disconnect alarms. Of note, atypical power cable disconnect alarms were only observed when connected to battery power. Additional provided information indicated that the system controller was exchanged, and the product was disposed of. It was stated that a battery clip was exchanged due to the controller power cable connection issue. A root cause for the reported events was unable to be confirmed through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B, heartmate 3 patient handbook, rev. C are currently available. Section 7 of the IFU - ¿alarms and troubleshooting¿ section 5 of the patient handbook - ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. Additionally, section 7 of the IFU, subsection entitled ¿guidelines for power cable connectors¿, explains how to properly connect and disconnect power cables from external power sources. Section 8 of the IFU - ¿equipment storage and care¿ and section 6 of the patient handbook ¿ ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further communicated that the product was disposed of by the hospital and therefore could not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when the mobile power unit (mpu) was connected, a power cable disconnected alarm had occurred. Log file review was requested to see on which cables the alarm was confirmed when the mpu was connected. The event log file captured intermittent power cable disconnect (f13) on black power cable while connected on battery and power module starting on (B)(6) 2025 from 06:35 to 14:24. This indicated that the black power cable may have a poor connection between the battery clip and patient cable. Otherwise, there were no other notable alarm conditions or parameter changes. It was further stated that while the patient was admitted, the connections between the battery clip and power cable of the system controller was rigid, and there were some products that could only be turned while being pushed in. A battery clip was exchanged. It was communicated on 03dec2025 that a power cable disconnect alarm was generated on the black cable during battery and mpu operation. It was noted that the white cable connection was stiff. The controller was exchanged.